Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the main printed circuit board (pcb) was out of electrical specification. It was also noted that one side bail cover was broken. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit. Surge current failed. Also, a battery removal test failed. After a capacitor was replaced, the battery removal test passed, the device stayed on for 15 seconds when the battery was removed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.